Event description:
Customer's spouse reported that the insulin pump alarmed no delivery during a bolus delivery. Through troubleshooting it was noted that the alarm may have been caused by a set or reservoir occlusion. Customer's blood glucose reading at the time of the call was 504 mg/dl. No further information provided.

Manufacturer narrative:
(B)(4). Currently is it unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.